Event description:
On 09/10/09, during device evaluation by baxter, the channel a channel select key on a colleague cx triple channel volumetric infusion pump, was found to be not working. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
This device utilizes user interface module master software (B) (4) categorized as unremediated. (B) (4)

Manufacturer narrative:
Evaluation summary:the condition of a channel select key not working was confirmed. The pump head module keypad channel a was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report.(B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) and the balloon would not remain inflated. A replacement unit was used from an accessory kit to complete the procedure. The hospital did not report any patient complications.